Manufacturer narrative:
A service engineer (se) reported that the customer's issue was confirmed, and that the device could not be powered on. The se reported that an attempt to replace the power management (pm) board and motor control (mc) board were performed; however, the se did not confirm if the issue was resolved. The customer was provided with an additional service proposal for further assistance. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on, and the device alarms (unspecified). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on, and the device alarms (unspecified). During troubleshooting, it was reported that the customer, could not get into diagnostic mode. The rse recommended that the customer replace the power management (pm) board, motor control (mc) board, or the central processing unit (cpu) board. Onsite service is being requested, as the pm board has not been replaced under an active field correction order. Investigation is ongoing.

Manufacturer narrative:
The record was updated, and it was reported that the customer declined to have the device serviced by philips. No further actions were performed by philips regarding the issue. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.